Event description:
While performing an upper endoscopy patient needed a dilation, balloon was inflated and immediately found to have a leak. Balloon did not hold pressure and a new balloon was necessary to be used for further dilation.